Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged lift power coil cable and allegedly a spark occurred. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the power cord sheathing was damaged.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged lift power coil cable and allegedly a spark occurred. It was also reported that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.